Event description:
On 16-aug-2009 stryker biotech learned of a report in the literature (bittar, rg, leach, j. Bmp-7 (op-1) safety in anterior cervical fusion surgery, epub ahead of print, 2009, j clin neurosci) involving recurrent brachialgia in a male pt (demographics unk) who received an op-1 containing product as part of a cervical spine fusion on an unspecified date. The pt reportedly experienced arm pain 72 hours postoperatively and was subsequently readmitted to the hospital. The pain 'settled completely' with non steroidal anti inflammatory drugs and the pt's long term clinical outcome was described as 'satisfactory'. Additional information will be requested.